Manufacturer narrative:
Due to character limit in the e1 section event site address, the full event site address is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had displayed maintenance required message during use on the patient. After this issue occurred, this iabp unit was continued to use throughout iabp therapy for this patient. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Updated fields: b4, e- event site telephone, g3, g6, g7, h2, h3, h6-(medical device problem code, type of investigation code, investigation findings code, investigation conclusion code, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and confirmed the reported issue, the drive pressure sensor zero point deviation. Pressure sensor connector cleaned, re-fixed and operation check performed.

Event description:
N/a.